Event description:
Additional information received from the manufacturer representative (rep) reported that they were provided with incorrect information from the office. The patient's impedances were still registering out of range (open). The rep was in the office on (B)(6) 2015 with the patient and the health care professional (hcp) ordered an x-ray. The rep would be back in the office on (B)(6) 2015 and would follow-up then, unless they received more information prior to that visit. On (B)(6) 2015, the rep had the x-rays and wanted to send them to someone who could visually identify the impedance issues they were experiencing. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported that manufacturer representative spoke with the health care provider (hcp) on (B)(6) 2016; x-rays were performed however provided no indication of why impedance would be out of range. The patient was receiving efficacy therapy as they had reprogrammed around the out of range impedance. It was indicated the impedance issues had not resolved and hcp offered to refer the patient to surgery if there continues to be an issue. At this time, the patient and family would prefer not to do that as reprogramming was providing therapy control at this time.

Event description:
Additional information received reported that the manufacturer representative (rep) met with the healthcare provider (hcp) the week prior and he was going to have a x-ray taken next time the patient was in and see if a break was visible in the adaptor or extension.

Event description:
Additional information received reported that the manufacturer representative (rep) spoke with the patient's nurse and she stated that the patient's impedances came back in to range and her therapy was back to normal. No x-ray was ever ordered since the issue resolved on its own.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n333115, implanted: (B)(6) 2012, product type: adapter. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type: extension. Product ID: 338940, product type: lead. Product ID: 338940, product type: lead. (B)(4).

Event description:
It was reported that the patient was having her implantable neurostimulator (ins) replaced on the day of the report and all impedances were normal prior to surgery. However, after the new ins was placed the impedances were showing greater than 40,000 ohms on all contacts for the 0 through 3 lead, except for the combination of case and 0. The 4 through 7 lead had a normal impedance range. The surgeon removed and reinserted the pocket adaptor tail a few times into the header block, but that did not improve the impedances. The manufacturer representative (rep) did not know if the patient had any previous falls or trauma. The patient was closed up at the time of the report and the rep was going to program the right side, but not the left, since the impedances were high on the left side. There would be further programming follow-up with the healthcare provider (hcp) at a later date. The cause of the high impedances and patient outcome were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.